Event description:
Event description guidant received information that this left ventricular (lv) transvenous pace/sense lead was not pacing in any pacing configuration. It was reported that a lead fracture was suspected, but the patient does not want to undergo a lead replacement procedure at this time. It was noted that the patient's cardiac resynchronization therapy defibrillator (crt-d) was thus reprogrammed to ddd.